Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had eroded through the skin and was visible. The patient was started on antibiotics and admitted into the hospital. Nine days later, this crt-d was explanted without incident. The patient currently has no system in situ. Besides intervention, there were no other adverse patient effects reported. Device return is not expected.